Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) that had episodes of slow ventricular tachycardia (vt). The episodes were binned in the automatic mode switch (ams) episode box due to far field r-wave sensing on the atrial lead. Programming changes were made. The patient was not in vt at the time of the device check and was stable during and after the device check.